Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, the clip failed to release from the delivery system. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the retuned device was performed. Upon investigation, it was noticed that the clip assembly was detached from the bushing but still attached to the control wire via tension breaker and yoke. The prongs could not be opened but the clip assembly could be deployed. Two clicks were heard. There was a kink in the control wire. Although failures were observed, problem as reported could not be confirmed. As per the analysis, the clip assembly was detached from the bushing but still attached to the control wire via tension breaker and yoke. The prongs could not be opened but the clip assembly could be deployed. Two clicks were heard. There was a kink in the control wire. Therefore, the most probable root cause classification is ¿operational context¿. A DHR review was performed by (B)(4) for lot number ml000461c3. The DHR (device history record) review revealed that nonconformance and/or deviations are associated with the manufacture of this lot. It has been determined that the noted observations are not reasonably expected to adversely affect product efficacy, quality, or safety. Therefore, all acceptance records demonstrate that the device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure,the clip failed to release from the delivery system. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.